Event description:
Patient coordinator advised that they have had 5 leaking vests in the past two weeks. Fedex overnight label was sent for return of the defective vest. Vests received on (B)(6)2010. After investigation, we found a defect in the weld of the bladder that is responsible for the leak. Removal has been replaced with new stock.